Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the tubing was separated from the drip chamber. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set separated and subsequently led to a leak. After the IV bag was spiked and priming of the line had started, the ¿line came apart below the drip chamber spilling the IV medication on the floor¿. There was no patient involvement. No additional information is available.